Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to issue the item because the amount exceeded the total quantity, and a message on the screen stated that the amount exceeded the total quantity allowed and could not exceed 0.0333. A technical support specialist (tss) walked the customer in mql through confirming that the total quantity in order ID: (B)(4) was 0.0333, which had been incorrectly set to a value less than 1. The customer stated that the staff in charge would review the issue and contact the facility once it was resolved. Tss attempted to reach customer and was not available, so tss left a voice message informing user that tss had spoken with the pharmacy technician, who would notify the responsible staff member, and that the facility would be contacted as soon as the correction was completed so the item could be issued. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the user stated that when tried to issue bupren/nalox mis 4-1mg to the patient a messaged on the screen stated the amount exceeded the total quantity allowed and should not exceed above 0.0333. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.